Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator (replace generator soon) message. Patient still had therapy. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.